Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The user facility returned an evis exera iii xenon light source the service center. During inspection of the returned device, it was observed that there was a scope communication error (b30). The customer did not report any patient user injury or harm reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it was presumed that scope socket failure was the cause. However, the root cause could not identified. Olympus will continue to monitor field performance for this device.